Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would intermittently go black when interacting with the display screen. Additionally, it was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer's blood glucose level was above 140 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.